Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and detected the equipment reported overheating. The following works were carried out: viewed and downloading of logs, fault finding performed, diagnostic tests, cleaning of contacts power management failure, replacement of temperature sensor due to unreliable measurements and operation test. The repair is complete and operational test were carried out with positive results.

Event description:
It was reported that during use discovered by the customer the cardiosave intra-aortic balloon pump (iabp) signaled overheating. There was no patient harm/injury.